Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), while charging for the fourth time, the device took an extended time to charge energy and displayed a "defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device's log files was provided. Review of the log files showed a "battery calibration required" message and a charge failure later. Customer testing with a runtime level 1 battery confirmed the device was able to deliver multple shocks, including 200 joules, before shutting down on low battery. These finding suggest the issue was likely related to the battery in use at the time of the event. However, without the battery and device the root cause cannot be verified. Analysis of reports of this type has not identified an increase in trend.